Event description:
It was reported that on an unk date in 2007, the pt was implanted with a gore tag thoracic endoprosthesis to treat a blunt force trauma. On an unk date, the pt experienced an aortic perforation at the distal edge of the device and died. The cause of death is unk. Further info was requested.

Manufacturer narrative:
The lot / serial number is unk. A review of the mfg records for the device could not be completed. Further info was requested.